Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2012. According to the complaint, during the procedure, the physician placed the balloon behind a big stone and pulled the device with some force and the catheter broke 20 cm below the injection port. They were able to remove the endoscope with the two broken pieces of the catheter. Once outside the patient, biopsy forceps were inserted to push the other end of the catheter out of the scope. It was confirmed that no pieces detached inside the patient. The procedure was completed with another extractor pro rx balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2012. According to the complaint, during the procedure, the physician placed the balloon behind a big stone and pulled the device with some force and the catheter broke 20 cm below the injection port. They were able to remove the endoscope with the two broken pieces of the catheter. Once outside the patient, biopsy forceps were inserted to push the other end of the catheter out of the scope. It was confirmed that no pieces detached inside the patient. The procedure was completed with another extractor pro rx balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual examination of the device confirmed that the catheter broke in half. The catheter was found to be stretched at that point which is consistent with an excessive force being applied to the catheter upon catheter withdrawal. The catheter shaft was inspected for kinks and dents, and none were found. The reported defect of catheter broken was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. The reported event of catheter break. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.